Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer cleared the alarm and resumed insulin therapy. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies to address the issue. There was no adverse impact to the customer¿s blood glucose value.